Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.

Event description:
It was reported that a patient enrolled in the swedish adjustable gastric band (sagb) registry had an injection port misplacement six months post implant. There were no reported patient consequences. Additional information requested and will be submitted on medwatch supplemental report if obtained.